Event description:
It was reported that the pump was going to be repositioned to the other side of the abdomen. It was unknown as to why the pump was being moved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown, implanted: explanted: product typ catheter. (B)(4).